Manufacturer narrative:
Product analysis : analysis confirmed the customer comment that the epg displayed an error message. Main printed circuit board (pcb) is out of specification. Atrial output connector is broken. Hanger is broken. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed error codes. It was suggested that the epg be returned for service. It was further reported that the epg was intermittently giving error message, and was returned for service. No patient complications have been reported as a result of this event. It was further reported that the device subsequently tested out of specification during manufacturer's analysis, and the atrial output connector was broken.